Event description:
Meter would not power on. Pt had symptoms of low blood glucose, which consisted of "not speaking well." Patient is on insulin. Patient did not have a back up meter to test their blood glucose. Patient did not treat themselves. Lifescan representative had patient check the batteries and made sure they were good and they are correctly installed (postiive + side up). Patient inserted the test strip again into the meter and meter still did not power on. Because patient was not felling well and the power issue was not resolved, lifescan representative did a field exchange for patient at a local pharmacy. Patient did not seek medical attention or call md.